Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2017. It was reported that at the patient's last refill 14.5 ml of drug were expected, but only 9.0 ml were collected. The hcp and the patient both noted that a the previous refill also had a volume discrepancy in which the actual residual volume was much less than expected. The pump was replaced on (B)(6) 2017. The pump logs had been read but no abnormal logs were noted. The patient also reported that they fell, but did not correlate this with any issue with the pump. No symptoms were reported and the issue was considered resolved. The patient was reported as alive; no injury. According to the rep, the hospital had possession of the pump but that the pump would be returned for analysis. No further complications were reported. The patient¿s medical history included prior scs implant and removal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on (B)(6) 2017 reported they do not have any updates and the pump will be returned to another rep before being sent back for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on (B)(6) 2017 reported when pumps are explanted at this hospital and need sent back to manufacturer for analysis, the pump must first go through the pathology department at the hospital. The hospital will then give the rep the pump to send back for analysis. It was noted that unfortunately the pathology department said they did not realize that we were sending this pump back for analysis and it was thrown away when they were done with it. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 50 mg/ml morphine at 10 mg/day via an implantable pump for spinal pain. It was reported that a refill discrepancy was noted during a refill on (B)(6) 2017. The expected residual volume was 7 ml and the actual residual volume was "a drop" of fluid. It was also noted that during a refill in (B)(6) 2016, the hcp got "a couple of drops" while the expected residual volume was 5 ml. The patient did not have any symptoms of overdose or any other symptoms. It was noted the volume injected at the last refill was 20 ml. The pump logs were checked, the reservoir was accessed, and a pocket fill was ruled out. They were going to monitor the patient for overinfusion, bring the patient back early to check volumes, and evaluate for other possible causes (partial pocket fill, programming error, aspiration by pt. Or caregiver). It was stated that the hcp was leaning towards replacing the pump. It was noted that the healthcare professional (hcp) will follow up with hcp to discuss the information that was reviewed. The patient was noted to have chronic copd and had been hospitalized three times for pneumonia and the patient was not a patient that was "up and moving around", however there was nothing indicating the patient was getting too much medication. No symptoms were reported. No further complications were reported/anticipated.